Event description:
The user facility reported to terumo cardiovascular systems that prior to endoscopic vein harvesting, during setup, the endoscope was blurry. The product was changed out. There was a delay to the surgical procedure. The surgery was completed successfully. There was no pt involvement.

Manufacturer narrative:
Terumo received the actual device; upon evaluation, the complaint was confirmed. Visual inspection noted minor scratches and dents on the rod and eyepiece of the endoscope. This type of damage is often resultant of internal lens breakage due to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.